Event description:
It was reported that the patient heard the patient alert. Interrogation revealed that there was right ventricular (rv) oversensing. Trend data indicated that there was high impedance and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that the lead integrity alert triggered; there were 3 - patient alerts for lead failure predictor between (B)(6) 2012 16:30:46 and (B)(6) 2012 23:40:02 and oversensing. There were 12 - ventricular non sustained tachycardias <=210 ms between (B)(6) 2012 20:29:51 and (B)(6) 2012 18:44:21; interference/noise, ventricular short interval count (sic) v-sic=19.9 counts avg/day, in 4.23 days, between (B)(6) 2012 07:40:28 and (B)(6) 2012 13:09:47, and high resistance/impedance. The weekly pace impedance trend data show various spike increases for max ventricular pace bi impedance = 475 to 1197 ohms peak between (B)(6) 2012.